Manufacturer narrative:
(B)(4). The device was not available for evaluation. This report was for a use error where single use supplies were reused on a patient. The instructions listed in the patient at home guide for the homechoice device state "discard the disposable set and all solution bags at the end of therapy. Possible contamination of the fluid or fluid pathways can result if disposables are reused. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death." Patients are warned to not reconnect solution bags in the guide which instructs patients to not replace empty solution bags or reconnect disconnected solution bags during their therapy. If a bag becomes disconnected during their therapy, they are instructed to follow the instructions the end therapy early procedure in the guide. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm, it was found that the registered nurse (rn) had reused supplies on a patient in an attempt to clear the alarm. The technical service representative (tsr) explained that by removing the cassette and reusing bags the setup had been compromised. The rn had used new supplies on a different homechoice machine to finish therapy on the patient. No patient injury or medical intervention was indicated in association with this report. No additional information is available